Event description:
It was reported that during a service visit by a getinge field service engineer (fse), when the cs300 intra-aortic balloon pump (iabp) was restarted, error code #54 and error code #45 were generated. There was no patient involved an no adverse event was reported.

Manufacturer narrative:
During a service visit by a getinge field service engineer (fse), when the cs300 intra-aortic balloon pump (iabp) was restarted, error code #54 and error code #45 were generated. To fix the issue, the fse installed a new solenoid driver board, and performed all functional and safety checks to meet factory specifications. Also, ran the unit on a test balloon with no further issues, the unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.